Manufacturer narrative:
Eval is in process but not complete. A f/u medwatch report will be submitted upon completion.

Event description:
It was reported that during a procedure performed on (B)(6) 2014, while implanting the 6.5mm x 40mm s-lok polyaxial screw the tip of the driver broke off in the head of the screw. The screw was removed with the broken driver and replaced with another screw and driver that was readily available. No pt injury or delay to the procedure was reported.